Event description:
A patient underwent an oblique lumbar interbody fusion (olif) at l3-l5. After placing a cage, a retractor blade was removed. Then, bleeding was noted possibly due to segmental artery damage by a blade pin inserted at l3 caudal. Bleeding was arrested by bipolar cautery. The surgical time was extended less than 15 minutes due to the incident.

Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Medical assessment: olif done from l3 - l5 segmental artery damage with excessive bleeding was encountered after retractor removal. This was thought to be due to the holding pin.